Event description:
It was reported that during a procedure of the totally occluded, heavily calcified, right coronary artery (rca) lesion, the whisper ms 190 cm was advanced and used in the rca, then a cross-it 100xt 190 cm was advanced and used in the rca. Resistance was met and the tip of each guide wire was found kinked when they were retracted from the guiding catheter. There was no clinically significant delay in the procedure due to the device issue. Additional whisper and cross-it guide wires were used to complete the procedure without incident. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The hi-torque whisper is being filed under a separate MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned high-torque cross-it guide wire noted blood and contrast on the coils which is consistent with the guide wire being used in the patient as reported. There was a bend in the tip proximal to the tip solder which could have been the reported kink in the tip which is consistent with interaction with the lesion anatomy and/or other associated devices. The coils were slightly wavy which is consistent with product handling. Additionally, corrosion was noted on the guide wire tipball and center solder during analysis, which appears to be due to transportation back to abbott vascular for evaluation, as it was not reported during preparation prior to use. The tip was tugged on to confirm that the core was intact to the tipball. Analysis was unable to confirm the reported resistance as the guide wire was advanced through a new guiding catheter and there was no resistance noted. Resistance between a guiding catheter and guide wire can occur due to, but is not limited to, a damaged guide wire, condition of the wire coating, a damaged guiding catheter, patient anatomical morphology, guide wire manipulation technique, and/or lesion characteristics. In some instances, such as during manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearance between the guide wire and the guiding catheter can be reduced to an undesirable level and cause resistance between devices. Coagulation of blood or contrast can also be a factor in reducing clearance. In this case, the guiding catheter used during the procedure was not returned which may have aided in the evaluation. Additionally, the lesion was described as totally occluded and heavily calcified which could have contributed to the reported difficulty. The lot history record was reviewed that there are no non-conforming material records (ncmr) associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for this lot. Overall, the reported kink in the tip and resistance appear to be related to operational context of the procedure and there is no indication of a product quality deficiency. Manufacturing performs visual inspection of the guide wire tips after being loaded into the dispenser and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.